Event description:
According to the reporter, a nurse pressed the on button to power on the device to ready it for use on a patient whose condition was unknown but the device would not power on. A backup device was immediately called for and used. The reporter indicated they did not receive any report that there was any adverse affect to the patient as a result of the alleged malfunction.